Manufacturer narrative:
Tw (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the bisector stopped cauterizing and sealing branches. Power setting at 3.5. There was an audible beep from the power supply during activation when they were having difficulty cutting branches. Both indicator lights on the power supply were illuminated, the toggle fully slid backwards to deliver energy to the jaws. The toggle was fully slid backwards to deliver energy to the jaws. A "click" was felt to indicate activation of the device. The device did not shut off after the 15-second activation cycle. The device was able to be reactivated again after releasing and reengaging the toggle. The delay was minimal just the time it took to open new vasoview hemopro 2 was opened to complete the procedure. All proper steps of the IFU were followed to the use of the device. No injury or harm reported.